Manufacturer narrative:
The customer is not returning the unit. Engineering has evaluated the info and no conclusions can be drawn. In order to further investigate, csz has requested additional info to identify root cause of the problem. A supplemental report will be submitted to FDA as soon as new info or investigation results become available.

Event description:
The distributor alleged, "in the heating mode when we set temp to 37c, hi-limit alarm activates when system reaches to 33c and machine shuts off. When after some time, restart the machine with the same temp i.e 37c. Reaching 37c, machine changes its mode to cooling, but temp rises to 42c. At this time, the machine is displaying the cooling mode but is working in the heating mode."